Manufacturer narrative:
Philips service replaced the power supply and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the power supply in the generator cabinet failed, causing no x-ray availability on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.